Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch#: 9084511. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint.

Event description:
It was reported that syringe 0.5ml 29ga 12.7mm blister 200bx plunger was difficult to move. The following information was provided by the initial reporter: blunt needle and difficulty in moving the plunger. Tear and pain in the patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 29ga 12.7mm blister 200bx plunger was difficult to move. The following information was provided by the initial reporter: blunt needle and difficulty in moving the plunger. Tear and pain in the patient.